Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: visual analysis of the returned device identified: crease fold, yellow particles in the surface of the device, broken plug strap, opening. Leak test was performed and found opening on posterior. A microscopic analysis was performed which identify opening sharp in the posterior. The fill test inspection was performed, the result is no blockage based on the device analysis the final assessment is: a sharp opening on posterior assessed as to an unidentified (tear) opening. 0.030 0.020-4.5patch broken striated in the plug strap assessed as surgical damage.

Event description:
Healthcare professional additionally reported, "capsular contracture grade 3."

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation and exchange from textured to smooth due to concern with the product. Device has been explanted.